Manufacturer narrative:
Concomitant medical product: evolutr-34-us valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient indicated the left ventricular (lv) lead "has to be redo" because it was not completely implanted the first time. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.